Manufacturer narrative:
The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: a correlation between the device and the reported event could not be determined. The patient remains ongoing on lvad support with no further events reported to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated that the patient remains on lvad support and the pump parameters are stable and the pump function is normal.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year post-implant, it was reported that the patient experienced a subdural hemorrhage. The patient remains in the hospital and is bed bound.